Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The lesion was located in the proximal interventricularis artery. The lesion was predilated with an unspecified balloon. The physician then attempted to place a 3.0mm x 28mm taxus liberte' stent but was unable to cross the lesion. When the device was removed from the pt, stent damage was noted. The procedure was completed with another taxus liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(4).